Manufacturer narrative:
Device evaluated by manufacturer: the renegade hi-flo was returned for analysis and was partially in the shipping tube, upon arrival. The device showed damage in the form of a fracture located 3.7cm from the hub. The damage was not completely separated and the inner liner was still attached. Once removed from the shipping tube, the device was inspected for additional damage. No other damage was noticed. Inspection of the remainder of the device, apart from the noted damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit was selected for use. During preparation, the catheter surface was flushed and the carrier tube was hydrated a few seconds prior to removing the device from the carrier tube. Subsequently after flushing, it was noted that the device was fractured. There was no resistance felt during removal of the catheter from the carrier tube. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit was selected for use. During preparation, the catheter surface was flushed and the carrier tube was hydrated a few seconds prior to removing the device from the carrier tube. Subsequently after flushing, it was noted that the device was fractured. There was no resistance felt during removal of the catheter from the carrier tube. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.